Event description:
It was reported by the physician that he programmed the pt to desired settings but then he later noted that the pt's generator was off. The pt had an increase in seizures due to the generator being turned off but it was not above pre-vns baseline. The pt is now programmed back to desired settings. The cause of the change in prescribed settings is unk at this time. No additional info is available.